Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification, however, the exposed portion of the soft cannula was found bent. Although damage was observed to the soft cannula, the timing and cause of the damage is unknown. The download data does not show any timeouts or drive stalls during the run. It could not be determined if this damage contributed to the cannula dislodging. Inspection of the cannula assembly found no other evidence of any damage or manufacturing deficiencies that would result in the cannula to dislodge. A root cause for the reported dislodged cannula could not be determined. A leak test found no signs of leakage in the fluid path. No other damages or manufacturing deficiencies were found during this investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being dislodged, while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod.